Event description:
The customer was riding the unit on the street that is currently under reconstruction. Customer drove the unit over a curb and tipped causing customer to fall out and dislocate the shoulder. Customer was hospitalized overnight, treated and released.